Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 bd alaris smartsite gravity blood sets experienced component separation. The following information was provided by the initial reporter: the glue is not adhering to the attachments.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 19-jul-2022. H6: investigation summary: samples were received and investigated by our quality team. And three used with one unused material 10010903. The separations were apparent on the used samples (only) and were analyzed under a microscope to determine a clear lack of solvent used at time of production was the root cause. The manufacturing teams are aware of these separations CAPA 3974230 has been initiated with changes to the workflow to minimize these issues from occurring in the future. The unopened samples were pull tested at a force to the separated portion greater than should ever be applied in a clinical setting and no separation occurred. A device history record review for model 10010903 lot number 21089164 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 10aug2021. There were no quality notifications issued for the failure mode reported by the customer during the build of this set. H3 other text : see h10.

Event description:
It was reported that 5 bd alaris smartsite gravity blood sets experienced component separation. The following information was provided by the initial reporter: the glue is not adhering to the attachments.